Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via surgical axillary/subclavian artery for mechanical circulatory support. Leakage at the purge unit was reported. The patient's outcome is stable. Additional information was received. The leak was from the sidearm. Bone wax was used to stop the dripping. The patient is still on support and the customer knows that the impella 5.5 is needed to be returned for investigation.

Manufacturer narrative:
D1. Brand name added, left out from initial report. D6b. Explantation day, month and year added.